Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that the pump of this inflatable penile prosthesis (ipp) was adhered to the testicle and the patient was unable to pump the device. Additionally, the tubing was not functioning properly. A surgical procedure was performed to remove and replace the pump. No further patient complications were reported.